Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead to be electrically continuous. A laboratory technician tested the helix mechanism and found it was nonfunctional and the inner coil near the tip fractured during testing. Based upon the laboratory findings, it is concluded that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.